Event description:
It was reported that a 4625 34mm mitral ring was explanted due to mitral regurgitation after an implant duration of 100 months. The operative report has been requested from risk management and will be mailed once available. No additional details have been supplied at this time.

Manufacturer narrative:
Evaluation: method device return anticipated; evaluation not yet complete. Additional manufacturer narrative: as the request for patient records is pending, the reported mitral regurgitation cannot be confirmed at this time. Explants of rings are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest that a device malfunction or quality deficiency caused or contributed to this event. The edwards' evaluation and conclusion will be reported once complete.